Event description:
Healthcare professional reports inconsistent act results with the hemochron response coagulation system. During a procedure in the cardiac by-pass unit, act results were inconsistent when comparing blood samples ran using both hemochron response test wells. Customer provided the following examples of the results: see scanned table. Target time was not provided. No adverse event (s) reported.

Manufacturer narrative:
(B)(4). Testing was performed using act tube lot# m2fte299. Method code: actual device evaluated (instrument). Reserve sample tested from the same lot (act tube/single-use disposable). Process eval performed. No related ncmrs identified for this instrument. Cuvette device history records reviewed and found to meet specifications. Result code: complaint was not confirmed through the instrument and act tube eval. Itc has requested all data required for form 3500a.